Manufacturer narrative:
Argus case: (B)(4).

Event description:
I accidently swallowed some of the drymouth [accidental device ingestion]. I coughed up a lot of blood [coughing blood]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a patient who received glycerin (biotene dry mouth gentle oral rinse solution) mouth wash (batch number unk, expiry date unknown) for cough. On 10th march 2022, the patient started biotene dry mouth gentle oral rinse solution. On 10th march 2022, less than a day after starting biotene dry mouth gentle oral rinse solution, the patient experienced accidental device ingestion (serious criteria gsk medically significant), coughing blood and drug use for unapproved indication. The action taken with biotene dry mouth gentle oral rinse solution was unknown. On an unknown date, the outcome of the accidental device ingestion, coughing blood and drug use for unapproved indication were unknown. It was unknown if the reporter considered the accidental device ingestion and coughing blood to be related to biotene dry mouth gentle oral rinse solution. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received via call centre representative (phone) on 10th march 2022. Consumer reported that "emergency 2:30 this morning at the local hospital I accidently swallowed some of the dry mouth stuff biotene dry mouth rinse accidently swallowed try some water 2 cop cars came in the driveway poison control gave me some things to try I coughed up a lot of blood".